Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient had pain at the ipg site due to a fall and losing weight causing ipg to be superficial. Surgical intervention was undertaken where the ipg was moved from buttock to abdomen to address the issue and ipg was electively replaced. Therapy was restored.